Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the black box showed multiple reboot events associated with call service alarms on 05/21/2015. No unusual power interruptions were observed. The battery cap contacts measured within specification and the battery cap was undamaged. Investigation revealed that the battery compartment was cracked. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no power interruptions occurring. The complaint of a power issue could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed moisture corrosion inside the pump on multiple components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter noted that there was no damage to the battery cap or pump casing, no corrosion in the pump, and confirmed that the battery cap was able to secure properly. During troubleshooting, the reporter changed the battery to one from a new pack, and the pump powered on appropriately. A review of the alarm history did not indicate any battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.